Manufacturer narrative:
Continuation of concomitant: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular lead was placed into the right ventricular lead pace/sense port on the device. A remote monitoring transmission indicated that a lead integrity alert triggered due to short v-v intervals and non-sustained episodes. It was noted that the lead had high thresholds and t-wave oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.